Event description:
The customer states that one patient sample generated elevated cell-dyn sapphire analyzer platelet results of 1644 (optical) and 1471 (impedance) k/ul. The sample retested at 815 (optical) and 869 (impedance) k/ul. The sample was then tested on the other cell-dyn analyzer is the lab and generated results of 807 (optical) and 878 (impedance) k/ul. The customer states that a platelet count of around 800 k/ul is correct for this patient. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An abbott field service engineer (fse) at the customer site requested additional information but the customer provided minimal data, apart from the true platelet count, which was about 800 k/ul. The result for the rbc count was about 3.00 m/ul for both rbco (optical count) and rbci (impedence count) on all results, indicating that it was not a dilutional issue. Data submitted for review indicates that the reported incident may have been related to a sample mixing issue or possible platelet clumping. One run also showed immature granulocyte (ig) suspect population flagging. With the limited data, no patient history or clinical background, it is hard to interpret the results. In the event that the sample has some type of interfering condition or substance, the ability of the analyzer to detect all abnormal populations may be affected. It was determined that the cell-dyn sapphire was operating as designed, as the instrument is technically limited to flag all interfering samples. The cell-dyn sapphire system operator's manual, list number 08h10-01, revision d, contains information to address this customer's issue. A non-statistical trend (nst) review was performed in the complaint database for the reported issue ranging from (B)(6) 2009 through (B)(6) 2010. No adverse trends were identified in conjunction with the complaint issue currently under evaluation. Based on the current investigation, no product malfunction was identified for the cell-dyn sapphire analyzer in regards to the current reported event. This is a final report.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Other text : an investigation is in process